Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited increased lead impedance and no capture. The lead was reprogrammed and turned off. On a follow-up visit, patient reported experiencing increased shortness of breath, fatigue and loss of energy since turning the ra lead off. This lead was scheduled to be replaced due to patient's symptoms. No further patient complications have been reported as a result of this event.